Event description:
Customer claims that the power button is difficult to use. There is no visible damage to the outside of the alarm. The returned product note reads: it does not turn on. There was no pt incident or injury reported. Eval for the returned product shows corrosion on the battery door contacts.

Manufacturer narrative:
(B)(4) - power button, pinholes. Eval, results: eval for the returned product shows that the power button has pinholes. There is corrosion on the battery door contacts. When tested the alarm powered on and passed functional tests. Posey instructions recommends: the use of alkaline batteries in posey fall alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause corrosion resulting in damage to the alarm unit. (B)(4).